Event description:
Persistent "downstream occlusion" alarm on norepinephrine and vasopressin infusions. Each infusion on separate space station. Troubleshooting included changing IV. Anti-siphon valve noted on end of triple connector. This was removed and "downstream occlusion" alarm persisted. Triple connector removed and norepinephrine and vasopressin y-site connected; unable to clear alarm. Patient required rapid titration of norepinephrine due to hypotension until infusions running without occlusion alarm.